Event description:
An aptus guide was attempted to be used, during the implantation of aptus endoanchors, in the patient for the endovascular treatment of a type ib endoleak involving another manufacturer's thoracic stent graft. There was no angulation in the anatomy that the guide was attempted to be used. It was reported that the physician successfully implanted five aptus endoanchors. However, the type ib endoleak persisted and the procedure was completed with the endoleak still present. The cause of the endoleak was that the stent graft was sized to match the larger diameter of the distal seal zone and the graft appeared to have a focal invaginated segment at the bottom where the aorta decreased in diameter. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.